Event description:
The customer reported that the ventilator was autocycling. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the gas delivery engine. The ventilator meets factory specifications.